Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported the patient was not hospitalized for the event. On the same day as the onset of event, the patient was treated with vancomycin (intraperitoneal one gram bag, frequency and duration not reported) and meropenem injection (intraperitoneal, 250 milligrams in each bag 3 exchange, duration and frequency not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.